Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. The customer reported that the infusion set leak around the seal. Troubleshooting was performed for infusion set leak. The customer was advised to change the infusion set. The insulin pump not returned for analysis.